Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:00 am, the patient obtained the blood glucose readings of 120 mg/dl and 56 mg/dl on the reported meter within 20 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. Following these readings, the patient administered self-treatment with glucose tablets; she did not seek medical attention. Troubleshooting revealed the patient's testing technique was correct. No information was provided about the test strips condition. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not experience any symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.